Event description:
Report from affiliate indicated that a worker experienced sneezing, wheezing, coughing and voice cracking. This happens on the two days per month that they spends in the reprocessing room working with cidex opa. They have been on sick leave twice, once for 4 days and for 7 days. Medical attention was not indicated.